Event description:
Pt admitted for removal of bilateral silicone breast implants due to bilateral capsular contractures and ruptured implant on the right. The pt had previously undergone bilateral subq mastectomies for cysts and silicone breast implant recontruction at another facility. The pt over the past year developed bilateral capsular contractures, swelling with redness, and fistula formation on the right, but deferred treatment. Approx 2 days prior to admission the skin breakdown area widened with further exposure of the implant of the right. The right capsule and remaining fragments of the silicone implant were removed without and gross of evidence of residual silicone. The left capsule was removed in its entirety and appeared to be intact. The surgeon notes these implants to be the type of implant with the dacron patch.